Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Blood cultures were taken, which identified the organism as (B)(6). The cardiac resynchronization therapy pacemaker (crt-p) system was removed. No further patient complications have been reported as a result of this event.